Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. No audio was sent from the monitor's speaker. No pt harm was reported. In the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. Because, this is only a visual warning it is possible that the user would be unaware of an audible alarm failure. It is therefore feasible that the user will be unaware of a pt alarm due to the loss of audible speaker function. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction. No audio was sent from the monitor's speaker. No pt harm was reported.